Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. The cause of the peritonitis and the patient¿s outcome were unknown. The action taken with pd therapy was not reported. No additional information was available.